Manufacturer narrative:
The device was not returned for evaluation; since the device was not returned to the service hub for assessment, the reported condition was unable to be replicated or verify the reported issue. The service history over the past 12 months did not indicate any similar occurrences.

Manufacturer narrative:
B3 - the date of event is not completely known. 01 aug 2024 has been used as a place holder. Upon completion of the investigation a supplemental MDR will be submitted.

Event description:
A complaint was received regarding plum 360 driver new that experienced unexpected shutdown on an unspecified day in august. It was reported by the initial reporter: "a patient was receiving a continuous heparin infusion via ICU medical plum 360. The pump was plugged in to the electrical outlet and the pump shut off without alarms or warning messages. The registered nurse (rn) recognized the pump immediately and replace the IV pump.¿ the event occurred at the hospital user facility. The original intended procedure was the IV infusion pump would infuse the heparin with any interruption in therapy. It was unknown if the device is available for evaluation. There was patient involvement, unknown human harm and there was delay in therapy. Uf/importer report # (B)(4).